Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer provided a cioms report with the following information: a (B)(6) patient (part of study protocol: (B)(6)) with cranial trauma following a fall of 5 meters was monitored with a ip1p licox brain oxygen monitoring probe. An extradural hematoma occurred on the path of the probe. Intracranial pressure was 40 mmhg on (B)(6) 2018. The probe was removed and the hematoma was evacuated. The intracranial pressure decreased to 7 mmhg. The patient¿s clinical status was evaluated as recovering. The investigator of the study considered the event as procedure -related.

Manufacturer narrative:
No device is available for investigation, the complaint is unverifiable. The device history records of ref ip1p lot 205797, sn 643 did not reveal any anomaly. Hematoma and hemorrhage may be related to several causes, as stated in the device instructions for use: ¿adequate blood coagulation must be ensured before inserting an invasive cerebral monitoring probe. In order to avoid intracranial hemorrhage, blood coagulation must be checked before probe insertion and must be carefully monitored when measuring in patients in hepatic coma or with other diseases which could impair blood coagulation properties. This also applies to conditions in which therapeutic maneuvers may interfere with blood coagulation (e.g. Hypothermia, pharmacologic agents). If the dura mater is not opened before the stylet is advanced, the dura mater could be torn away from the skull, possibly resulting in hemorrhage/hematoma.